Event description:
It was reported that the device restarted with a loud alarm (duration 50-60 seconds) at approximately 6:15 pm on (B)(6) 2022. The patient was manually ventilated, and no patient health consequences were reported.

Manufacturer narrative:
The affected device, evita 4, manufactured in december 2003, was examined on site by dräger service and a faulty power supply unit was identified as the root cause. Replacing the power supply remedied the fault; the device was then tested according to the manufacturer's specifications. In addition, the log file of the device was made available for investigation at the manufacturer. Based on the log file analysis, the reported event could be confirmed: the affected device performed a warm start at 06:40 p.m. On (B)(6) 2022. The device reacted as specified and responded to a detected deviation with a warm start to remedy the deviation. The user was informed of this with an audible and visual alarm. As a safety feature of the ventilator, the ventilation software analyzes and checks the proper functioning of the device. If the ventilation software detects an internal error, this may trigger a warm start (restart). The user is alerted to this condition by an audible alarm and a visual message is shown on the display. The device itself switches off briefly and then switches on again. During this time, an emergency breathing valve opens to allow spontaneous breathing. After the start sequence has been successfully completed (approx. 8 seconds), ventilation is continued with the previous parameters. Directly with the start of ventilation, an "mv low" alarm is triggered until the applied gas volume is greater than the set lower minute volume limit. Manual ventilation with another device may be deemed necessary. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.